Manufacturer narrative:
Approximate age of device ¿ 1 year, 7 months. This type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016 the patient was admitted for persistent melena and was positive for persistent bleeding in the small bowel form mass lesions, suspected to be distal ileum. On (B)(6) 2016 an upper double balloon enteroscopy without fluoroscopy was performed and multiple bleeding jejunal ulcers with stigmata of recent bleeding were identified, most ischemic ulcers with no mass. 4 clips were placed and the area was tattooed with ink. On (B)(6) 2018 another upper double balloon enteroscopy without fluoroscopy was performed, which found multiple mid jejunal ulcers and ischemic lesions. Four hemostatic clips were placed with three previously placed hemostatic clips. No further information was reported.